Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury. Please refer to MFR report number 3004209178-2016-60115 for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with the sensor. Customer stated that she was sitting outside at a party when her pump started beeping and giving her a threshold suspend alarm. Customer's current blood glucose value is 64 mg/dl. Customer's current sensor glucose value is 40. The difference between readings is not within an acceptable range. Troubleshooting was performed and customer was advised that a replacement sensor will be shipped. It was determined that the sensor may not be tracking properly. Customer mentioned that she had a low blood glucose level of 24 mg/dl on (B)(6) 2016. Customer treated with a glucagon shot but declined troubleshooting.